Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during rewind process as well as insulin pump was rejecting batteries. Customer¿s blood glucose was unknown. Insulin pump required more than once to complete rewind process. The insulin pump will not return for the analysis.

Manufacturer narrative:
Device was received with a torn keypad overlay. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected low battery alert, failed battery test or failed battery alarm noted. Also, no excessive no delivery alarm noted during the testing. Device primed properly. (B)(4).